Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having an ablation procedure. During the procedure, loss of right ventricular (rv) capture was noted. The pauses in rv pacing were less than two seconds. Troubleshooting options were discussed and this was resolved. No adverse patient effects were reported. The device remains in service.